Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the device evaluation, the gastrointestinal videoscope had foreign matter in the air delivery nozzle pipeline and adhered to the surface of the tip. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could be determined that the foreign material was silicic acid and silicone from chemicals. They are not substances that originated from an endoscope but from chemicals. It could occur due to insufficient precleaning and rinsing, and in addition, due to insufficient drying as the endoscope has been stored without detaching the valves. There was no damage to the area where the foreign material was detected. Additionally, the reprocessing was conducted in accordance with instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be determined. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. The events can be detected and prevented in accordance with the following sections of the instructions for use: ¿chapter 5: reprocessing the endoscope (and related reprocessing accessories), 5.5: manually cleaning the endoscope and accessories, clean the external surface; describes the methods for inspection on the suggested event." ¿chapter 8: storage and disposal. Additionally, the user can check the environment of the handling, such as if any stain remains, clean thoroughly until all stain is removed, drain residual water in the channel after cleaning, and dry it". Olympus will continue to monitor field performance for this device.